Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported getting no delivery alarm, and he was not able to clear it. The customer changed the infusion set, and the alarm triggered again during the manual prime process. The customer also mentioned having motor error alarms. Troubleshooting was performed, and the device failed the displacement test. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test or verify for excessive no delivery alarm due to motor anomaly.